Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports a revision surgery was performed due to tibial loosening. Per email communication, the surgeon stated aseptic loosening as the reason for the revision. It was also stated that the requested x-rays, operative reports and explanted devices are not available. Therefore a complete medical assessment cannot be performed. The patient impact beyond the revision procedure cannot be determined. No further clinical assessment is warranted at this time. Should clinically relevant documentation be provided, this clinical/medical task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to abnormal motion over time, bone degeneration, design of device, fit/sizing, lack of ingrowth, lifetime of device, and traumatic injury. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to tibia became loose. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.